Event description:
The reporter stated that during a surgical procedure, the screw broke. Integra has requested additional info.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.